Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling he lung tissue on an open thoracoscopy, the surgeon was able to press the green button and squeeze the handle but the staples would not fire. They opened a new load to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.